Event description:
It was reported that an advance sling was implanted. Date of procedure was not available. The patient experienced an increased level of incontinence after the sling implant. On (B)(6) 2012, the patient underwent an additional incontinence device implant procedure due to the continued incontinence.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.